Manufacturer narrative:
B3. Event date is year valid. See b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (rep). The patient rep reported having issues with the handset and communicator. They stated this happened about a month ago and they were able to resolve it by calling customer service and going into the apps and settings and resetting the data. The patient rep tried again today and it made the device work for a couple minutes, but it showed that they had no signal and it wouldn't communicate. The issue had been going on and off for months now, since 2025. The patient rep reset the communicator and cleared the data on the handset, after which they were able to connect to the pump and deliver a bolus. The patient rep would monitor the issue and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. The patient reported that it took them a long time to get the bolus. The patient stated that they had been experiencing this issue for a while. The agent reviewed the data and assisted with deleting the data. After that, the patient was able to deliver the bolus without lagging. The patient will call back if further assistance.